Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2024-06737. All information can be found under manufacturer report number 1416980-2024-06737. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the needle-free connection of a continu-flo solution set broke. When the needle-free connection was unscrewed, it broke. The device was changed for another one from the same batch. This occurred when trying to remove the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.